Event description:
Upon review of a (B)(6) male pt's flag files, zoll customer support reported "gel previously released" flags without a "gel released" flg. When the pt was contacted he reported exposed wires the distribution node. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (gel previously released flags and damaged cable) were confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief and the wires were detached from the distribution node pcb. The detached wires caused the reported messages. The root cause of the pulled cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.